Event description:
It was reported that when the patient returned to the clinic for initial programming of their implantable neurostimulators (ins), they were found to have symptoms of infection at both cranial sites and thoracic sites. On (B)(6) 2008, the patient had both "electrodes" explanted. The patient outcome was reported as recovered. It was noted that the patient had bilateral ins systems present during the event. See manufacturer's report # 3007566237-2013-01653 for concomitant ins system information.

Manufacturer narrative:
Product ID: 3387s-40, lot# v084511, explanted: (B)(6) 2008, product type: lead. Concomitant ins system: product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v099194, explanted: (B)(6) 2008, product type: lead. (B)(4). This device was being used in (B)(4) for dystonia.

Manufacturer narrative:
(B)(4).